Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance trend on the atrial pacing lead was variable. Atrial impedance steady near 480 ohms until week of (B)(4) 2016 when it spiked to 874 ohms and on (B)(4) 2016 dropped to 0 ohms. Atrial oversensing/noise observed on several egm episodes.

Event description:
It was reported that the atrial lead exhibited oversensing with noise and unstable impedance measurements. A lead revision is scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.